Event description:
The user encountered difficulty inserting a suction tube through the endotracheal tube while in situ. No lasting incident-related medical sequelae were reported.

Manufacturer narrative:
(B) (4). Customer has not yet returned the device to the MFR for device eval. When and if the device becomes available and is returned and evaluated, the MFR will file a follow-up report detailing the results of the eval.